Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Needle was broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-jan-2024.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the echo-19 device of lot number c2057789 involved in this complaint was returned for evaluation, opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 15 august 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the devices the following was observed: distal tip of needle examined, and no issue observed, sheath and needle examined and observed to be broken approx. 14.6cm from tip of sheath (ipe0402), proximal kink below the sheath extender observed, stylet not returned, needle removed from the device and proximal break below the sheath extender observed, sheath extender able to advance and retract with no issue and needle handle unable to advance or retract. The customer did not give additional information/further clarification as to whether the two breaks were observed prior to device return, however the complaint has been completed based on the available limited information and the lab evaluation findings. If a response is provided at any time in the future, the file will be re-opened and updated accordingly. It should be noted that there was both a kink and a break at the same position on the device. Its most likely that the proximal kink observed during lab evaluation would have occurred due to the break if any further information is provided at any time in the future, the file will be re-opened and updated accordingly. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2057789 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2057789. Instructions for use and/label: it should be noted that the instructions for use (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause was difficult to determine due to no additional information been provided after several attempts. A possible root cause could root cause could be attributed to the endoscope possibly being in a flexed or twisted position and/or the device being over torqued during the procedure leading to the needle and sheath breaking (approx. 14.6cm from tip of sheath) causing retraction difficulties which would have potentially led to the proximal break below the sheath extender. It is also possible that the break occurred during the attachment/detachment of the device to the accessory channel port on the scope. If in future additional information is provided this file will be re-opened and updated accordingly. The failure to advance and retract the needle handle observed during lab evaluation is most likely due to the proximal break below the sheath extender. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle was broken. Confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause was difficult to determine due to no additional information provided but could be attributed to the endoscope possibly being in a flexed or twisted position and/or the device being over torqued during the procedure leading to the needle and sheath breaking (approx. 14.6cm from tip of sheath) causing retraction difficulties which would have potentially led to the proximal break below the sheath extender. It is also possible that the break occurred during the detachment of the device to the accessory channel port on the scope. The failure to advance and retract the needle handle is most likely due to the proximal break below the sheath extender observed. Complaint is confirmed based on visual and/or functional inspection.